Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the lad. The device was inspected with no issued noted. It was reported that the stent failed to cross the lesion. The stent was removed from the body and after inspection it was noted to have a stent strut deformed. The procedure was completed using another resolute onyx des. No patient injury reported.

Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 12th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.